Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that shaft break occurred. A percutaneous intervention procedure was being performed. During the procedure, a 2.00mm x 20mm maverick? Balloon catheter was advanced for use. However, before it was tried to deploy, the physician felt that the shaft was fractured. The device was immediately removed and the procedure was completed with a non-boston scientific balloon without any patient complications.